Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 500 mg/dl at the time of incident. Customer stated that they had excessive thirst and urination also difficulty breathing due to congestive heart failure so she did not know it the breathing issue was due to that or the high blood glucose. The customer was assisted with troubleshooting. Customer stated that yesterday her blood glucose was over 500 mg/dl and she had to give an injection, blood glucose was only coming down to the 300 mg/dl and then going back up again. Customer stated that this morning her blood glucose was 459 mg/dl so she changed the site and treated with a bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that during the rewind, she could not get the insulin pump to go into the reservoir and set screen, she had to press it 4 times before it entered the screen. Customer did mention during the troubleshooting that she received a no delivery on the 15th but it was due to the reservoir being empty. The insulin pump will not be returned for analysis.